Manufacturer narrative:
Concomitant medical products: product ID neu unknown. Lead lot#, unknown serial# , implanted:, explanted: , product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #:, unknown, ubd: , UDI#: medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was implanted with an I implantable neurostimulator (ins) for unknown indications for use. It was reported that since the beginning of the prior week, the patient experiencing blue shining around the wound going up and down. He also noticed a redness around the pocket and the electrode. Clinical review found no redness, swelling, or other local signs of infection. There was no clinical or biochemical evidence of infection. For the time being, they would take a wait-and-see policy and recontact if infection was suspected. Examination on (B)(6) 2022 found no infection. The patient reported that they had flu and fever the week prior. No action was taken and the even resolved without sequelae on (B)(6) 2022. The device diagnosis was not applicable and the clinical diagnosis was infection. The etiology was not related to the device or therapy and possibly related to the implant procedure and the neurostimulator pocket and lead/extension tract. Additional information was received from the health care provider (hcp) of a clinical study reporting that infection was suspected around the pocket and lead.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study reporting that no actions were taken since there was no infection. The event resolved on (B)(6) 2022.

Manufacturer narrative:
Continuation of d10: product ID 977a290 lot# va2fszx024 implanted: (B)(6) 2021 product type lead product ID 977a290 lot# va2fszx023 implanted: (B)(6) 2021 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.